Manufacturer narrative:
(B)(4). Concomitant medical products: ref: 177024; lot: 2010110046; description: ps femoral component closed box lge right 74 mm cemented. Ref: 178905; lot: 0000517110; description: ps constrained insert xlg 15mm w/screw. Report source: foreign: (B)(6). This product is manufactured by biomet spain orthopaedics, s.l. And is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet manufactures a similar device that is cleared or distributed in the united states under 510(k) number (B)(4).

Event description:
It has been reported the patient contacted the surgeon with an x-ray showing loose screw in knee implant. No medical intervention has been reported to date. Attempts have been made and no further information has been provided.